Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The cause of death was reported to be ¿peritonitis infection, losing weight, hole in colon.¿ the patient was hospitalized two days after onset of the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain. The patient was treated with amoxicillin tablets (dose and frequency not reported) for the event. It was reported that the patient passed away three days after hospitalization. Pd therapy was not ongoing prior to death. It was unknown if an autopsy was performed. Additional information was requested but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).